Event description:
The physician was attempting to deliver a 3.0mm diameter x 30mm length endeavor resolute rx to the left main (lm). The device was inspected prior to use with no issues noted. Pre-dilation was not performed. The lesion was highly calcified and tortuous. The physician was unable to advance the device across the lesion. Some force had to be used to remove the device and on removal the stent struts were damaged. The pt is reported to be fine and no additional clinical sequelae were reported. Eval summary: the endeavor resolute rx device was returned for eval. The stent was positioned on the balloon as per specifications. The sixteenth and seventeenth distal stent segments were raised, deformed and pulled distally. Blood residue was evident along the stent and between the balloon folds.

Manufacturer narrative:
(B)(4). Eval results: highly calcified and tortuous. Lesion was not pre-dilated. Stent deformed. Conclusion results: highly calcified and tortuous. Lesion was not pre-dilated.